Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was high; specific bg value was not provided. A setting adjustment was made and a correction bolus was delivered to address bg. A supply change was performed to resolve the alarms. While performing a supply change, insulin was not observed to be dripping out of the tubing during the load fill tubing sequence. Multiple supply changes were performed and the issue continued. A third supply change was performed, and customer resumed insulin therapy. Customer was using apidra insulin within cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling.